Event description:
Patient has been indicated for revision due to dislocation. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.